Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's right ventricular lead had high out of range defibrillation impedance. No intervention was performed except the patient alert was disabled. The patient was stable throughout.